Manufacturer narrative:
This was initially reported on the summary report dated 06/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and suffering, emotional distress, product problem, disfigurement, physical impairment, mental anguish, embarrassment and humiliation, psychological injury, a reasonable and traumatic fear of an increased risk of additional injuries, progression of existing conditions, and other serious injury and loss. It was also reported that the plaintiff experienced erosion, exposure of vaginal mesh, recurrent urinary tract infections, mixed incontinence, urinary frequency, grade 2 cystocele, enterocele and a small rectocele. The plaintiff underwent a revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute respiratory failure, pneumonia, and femur fracture.